Event description:
Reporter stated there is a black stripe on the display of the blood glucose monitor, and misinterpretation of the therapy information is possible. The monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).